Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of approximately 400 mg/dl and high ketone levels. The customer was treated with intravenous saline, insulin, glucagon, and potassium. The customer was released from the hospital the following day with no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.